Event description:
It was reported that the insulin pump alarmed motor error during a bolus delivery. It was also stated that the insulin pump was worn during a CT scan. Troubleshooting was performed, and the insulin pump failed the displacement test. However, found that the customer may have been manipulating the reservoir during the test. The insulin pump passed the prime test. The caller stated that the insulin pump has not alarmed motor error more than once in a 30 day period. Advised the caller to monitor the insulin pump and call back as needed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.